Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. Vessel morphology at the time of the event is unk. It was reported that the patient presented at routine follow-up appointment and the CT demonstrated that there was a type ii endoleak. The type ii endoleak was feeding the aneurysm resulting in aneurysm enlargement. The physician elected to remove the stent graft and the patient was successfully converted to an open surgical repair. Medtronic has received the stent graft and the analysis is pending. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusions: (type ii endoleak), (pending device evaluation).